Event description:
It was reported that an occlusion alert occurred on an ilet insulin pump using a steel infusion set and dexcom g7, and the user had not recently changed supplies. The caregiver also reported the patient had been dosed based on an incorrect weight. Symptoms included sustained hyperglycemia. Outcomes included troubleshooting guidance, replacement of infusion set and cartridge with fresh insulin, and recommendation to perform a factory reset due to the significant weight correction, along with education on proper fill and sensor reconnection. Investigation included technical support review, remote data review attempts, and follow-up outreach to verify factory reset completion and sensor reconnection. Investigation of this case revealed that hyperglycemia improved after supply changes, the user initiated a factory reset per caregiver report, and data could not be verified due to lack of reconnection to the mobile app and sensor. It was concluded that the reported occlusion and hyperglycemia were resolved after changing supplies, with contributing factors including incorrect weight input and a misstep in the fill procedure prior to site attachment, and additional training was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.